Event description:
SUNY Upstate in Syracuse NY received our BD PCU, LVP, Syringe, PCA, and CO Module remediation in (b)(6) 2025. Since that date, our organization has followed the updated BD IFU recommendations for cleaning. Around (b)(6) 2025 our organization began to experience multiple LVP failures that they would not communicate to the PCU. We sent the defective devices back to BD for repair and received reports stating that the repairs would not be covered under warrantee as the failure was a result of fluid ingress. We alerted BD of this condition immediately. BD performed an analysis of our devices that were in for repair and additional devices sent to their complaint department and the condition was confirmed. We had not experienced these failures in the past and the only difference from pre-remediation was the cleaning process. BD came on-site and evaluated our cleaning process and noted that we are doing everything correctly according to the IFU. Our organization continues to experience logic board failures within the 8100LVP leading to a loss of communication to the PCU and inability to infuse medication. These devices not only experience communication failures, but the latch mechanisms are beginning to develop surface rusting, and the roller membranes are yellowing at an alarming rate. We again met with BD as we have 1852 total devices with 44 currently in the BD repair depot for repair, and another 10-15 waiting to be shipped out. It is our organization's experience that the new cleaning process outlined in the IFU, using bleach and de-ionized water, is what is causing these devices to fail and show signs of premature denigration. The IFU is also vague in its wording about keeping the device ¿wet¿ for 3 minutes and to what degree of ¿wet¿ is left to interpterion. BD continues to invoice our organization for the damages that are caused by the cleaning process. Again, our organization never experienced this rate of failure using the previous cleaning standards nor the amount of membrane denigration and rusting on the latching mechanism. The medications we use have not changed. This condition is leading to unsafe patient care and we feel we will eventually end up with a major failure rate since all these devices were deployed at the same time. Pictures can be sent if requested. Thank you. / UDI: (b)(4)(BD® Alaris¿ Pump Module, Model 8100 Pump, infusion). Patient Code: 4582. Device Codes: 1170, 2591, 1405, 1131, 1091, 2896. This report captures BD® Alaris¿ Pump Module #35. REFERENCE REPORT # CDRH-50077482, CDRH-50077485, CDRH-50077487, CDRH-50077488, CDRH-50077489, CDRH-50077491, CDRH-50077492, CDRH-50077494, CDRH-50077496, CDRH-50077498, CDRH-50077499, CDRH-50077501,CDRH-50077502, CDRH-50077503, CDRH-50077504,CDRH-50077505, CDRH-50077506, CDRH-50077507, CDRH-50077508, CDRH-50077509, CDRH-50077510, CDRH-50077511, CDRH-50077512, CDRH-50077513, CDRH-50077514, CDRH-50077515, CDRH-50077517, CDRH-50077518, CDRH-50077745, CDRH-50078035, CDRH-50084210, CDRH-50084459, CDRH-50084735, CDRH-50084978, CDRH-50085391, CDRH-50085706, CDRH-50085901, CDRH-50086140, CDRH-50086393, CDRH-50086566, CDRH-50086819, CDRH-50087024, CDRH-50087175.